Event description:
The ceiling lift would not come down even when the button was pressed. The motor was heard but the lift was not moving. After a few seconds, the lift fell down directly on the patient's abdomen. There was no harm to the patient.